Event description:
It was reported that prior to implant the device was interrogated and programmed. Three hours later the device was "woken up" for implant. Testing showed the greyed out longevity bar. The physician was not confident implanting the device, and returned it for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. (B)(4).